Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting procedure, a dissection occurred. The target lesion was in-stent restenosis lesion, 3.50mm, 16mm long with 90% stenosis in proximal right coronary artery. An unk size flextome monorail balloon was used for pre-dilatation. A coronary artery dissection occurred. The dissection was treated with a 3.50x20mm taxus liberte study stent. The pt's outcome is "improved".